Manufacturer narrative:
(B)(4) (endoleak); (severe aortic neck angulation).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 2 cm in length and had severe angulation of 60 degrees. It was reported that after the bifurcated stent graft was implanted, a proximal type I endoleak was evident upon final angiogram. The physician elected to implant another manufacturer's stent, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.